Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) had a small helium leak in the cart. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected fields: d4. A getinge field service engineer (fse) evaluated the unit and replaced helium connection. All functional test completed. The failure analysis and testing dept. Received part number 0004-00-0103-03 with a reported unit failure of a helium leak. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed on this part. Retaining the part in the failure analysis and testing department per procedure.